Event description:
Customer getting discordant results with 20 patients between ichem velocity (negative) and iq200 (positive). Customer reported that one patient sample was negative on chemistry and had >45 rbc's. The other 19 patient samples were also negative on chemistry and had approximately 5 rbc's. The presence of rbc's was confirmed with manual microscope in all patients.

Manufacturer narrative:
2023446-2013-00034 . Iris product IFU insert states that the diagnostic or therapeutic decisions should not be based on any single result or method. No reports of change in patient management or injuries were reported. The following mdrs are related to this event. 2023446-2013-0024, -00025, -00026, -00027, -00028, -00029, -00030, -00031, -00032, -00033, -0034, -00035, -00036, -00037, -00038, -00039, -00040, -00041, -00042.